Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens. The lens curled up after insertion. The doctor could not get the lens to seat properly in the eye. The lens was removed without any patient incident.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product showed that the optic and both haptics were torn. There was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints within the work order. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.